Manufacturer narrative:
(B)(6). The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after insertion while attaching the luer lock plug cap the bd venflon¿ IV cannula leaked at the connection site. (Luer lock cap (any other extension device) does not fit to cannula. No reports of exposure to blood, serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd bawal received one sample & three photos from the customer facility for investigation. Our quality engineer was able to verify the sample showed the evidence of damage catheter adaptor which caused improper luer locking leading the leakage. 100 retention samples of lot# 18b0141j had been visually inspected, for any defect on catheter adaptor & white luer plug, all samples found in good condition. The complaint history for the lot# 18b0141j was reviewed and till date no complaint had been registered against the above lot for the defect- leakage. DHR was reviewed for the product test. The entire routing test including catheter adaptor & white luer plug defect for reported lot found within the specification limit. No ncp for damage catheter adaptor & white luer plug was reported and recorded in DHR in customer reported lot # 18b0141j. Log sheet ¿ station# 21 magazine jamming problem, station# 8 & 11 high rejection problem is recorded in assembly process during manufacturing of lot # 18b0141j. Stoppages ¿ no stoppages occurred in catheter adapter molding process during manufacturing of lot # 18b0141j. The root cause was determined to be: on the va assembly machine at station # 05 during the silicon valve fitment process due to misalignment of catheter adaptor and metallic cone the luer lock of catheter adaptor got damage from one side. The team will monitor the defect during manufacturing and if any such incidence occur related to catheter adaptor damage will take actions appropriately. However, as a preventive measure awareness training will be provided to all machine operators regarding damage of catheter adaptor that could occur due to misalignment on station# 05. The defect rate is very low for this type of catheter damage. The team will monitor the defect during manufacturing and if any such incidence occur related to catheter adaptor damage will take actions appropriately. However, as a preventive measure awareness training will be provided to all machine operators regarding damage of catheter adaptor that could occur due to misalignment on station# 05. On the basis of severity and occurrence, it was determined that no corrective action is required. Non-CAPA corrective actions: provide awareness training to all machine operators regarding damage of catheter adaptor due to misalignment on station# 05.